Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. The surgeon indicated that the patient's pain was due to the patella tendon "fraying".